Event description:
The facility representative notified baxter product surveillance of a colleague triple channel infusion pump which began overinfusing levophed during a patient infusion at a rate of 999ml/hr (concentration unknown) in the intensive care unit. The overinfusion began after a generator test was performed at the facility. The lights flickered and after the lights came back on, the pump went from the programmed rate (unknown) to infusing 999ml/hr. This caused the patient's heart rate to increase, but it was reported the patient is fine. The biomed technician provided the date and time that the reported condition occurred ((B) (6), 2010 6:37) and stated that he did notice that the time on the pump is incorrect. The facility will be sending the device back to baxter for evaluation. The software version is currently unknown. There is no additional information available.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Evaluation summary: the device involved was received for evaluation. A review of the event history indicated that here were 969 customer events in the history from (B)(6) 2010 to (B)(6) 2010. The pump's time is 12 hours behind central standard time (cst). There was no incident found in the entire history that the pump was programmed at 999 milliliters (ml)/hour (hr), the rate changed to 999ml/hr or that it was infusing at 999ml/hr. During the evaluation, the self test passed on alternating current (ac) power. The channel (ch) c pump head module (phm) display was very dim. Dried fluid was found on all three phm pump channels. Accuracy tests were performed per the customer's rates from the history on the following: ch a at 186ml/hr, ch b at 25.0ml/hr and ch c at 13.6ml/hr. Ch a test1 (t1) at 186ml/hr (1 hour duration) delivered -2.02%. Ch b at 25.0ml/hr (3 hours duration) delivered -3.07%. Ch c at 13.6ml/hr (2 hours duration) delivered -5.73% (ch c failed). Additional one hour accuracy tests were performed on all three phm's. Ch a t2 at 10ml/hr delivered -3.90% and t3 at 100ml/hr delivered -2.39%. Ch b t2 at 10.0ml/hr delivered -2.10% and t3 at 100ml/hr delivered -3.56%. Ch c at 10.0ml/hr delivered -6.31% (ch c failed). Accuracy specifications for rates 1.0ml/hr and above is plus/minus 5%. Ch c under infused. The keypad and panel lockout switch test was performed. All keys including the lockout switch were functioning properly. Ch c upper jaw was found slightly misaligned. Ch c phm was removed and inspected for loose connections or damage and none were found. Dried fluid was found on the bottom panel, the upper jaw proximal side, lower shuttle around the center platen, top and bottom phm housing. The bottom epoxy was secured. The upper jaw gap on the proximal side was observed tighter than the distal side. The upper jaw gap was measured. The proximal side of the upper jaw was 0.011mm (millimeter) and the distal side was 0.019mm. This is an indication that the upper jaw was not aligned properly. Misaligned upper jaw causes under infusion. Ch b phm was removed and inspected for loose connections or damage and none were found. Dried fluid was found on the phm pcb j9 connector, pump channel, distal side on the center platen, top and bottom phm housing and a loose tube load motor gearbox screws. Ch a phm was removed and inspected for loose connections or damage and none were found. Dried fluid was found on the pump channel, user interface module (uim) to phm communication cable, phm printed circuit board (pcb) component q1 pins 1 to 6, proximal side on the center platen, top and bottom phm housing. All three phm gaskets were found to be installed reversed, causing the fluid to penetrate and leak into the phm gasket seal. Dried fluid was found on the following: all three phm pump channels, panel lockout switch, communication port and cover, pole clamp, v-block, bottom left rear housing, sub plate and gasket, ch a and c manual tube release (mtr) knob inside the flap. The software version of this pump is (B)(4), categorized as unremediated. The reported condition was not confirmed or duplicated. Channels a and b passed the accuracy tests within specifications. Channel c under infused due to a misaligned upper jaw.

Manufacturer narrative:
(B) (4).the device has been received, and a follow-up report will be submitted upon completion of the evaluation.